Event description:
It was reported that during a laparoscopic cholecystectomy procedure on a cancer patient. The surgeon that an ees clip applier be used in the procedure, there was no issue with the product during the procedure and the case was completed successfully. Later that evening the patient's status indicated there was bleeding and the patient was returned to the or. The patient was required to have an open procedure due to the bleeding; the surgeon observed the clip line and there no clips on the cystic artery. There is no information at this time on blood loss and if blood products were required. It is not known what they did to repair the clip line during the surgery. The patient is reported to be stable. The device used in the case was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the surgeon preload the clip? Was the clip fully advanced into the jaws prior to firing? Observed clip formation or clip gap issues? Did the procedure drive the need to apply torque or twist the device? Was the device fired over an existing clip? How many clips were placed? How many hours post op was the patient returned to the or? Were any clips found in the abdomen and if so, what were the shapes of the clips? What was done to control the bleeding? How much blood did the patient loose? Did the patient require any blood products? Was this an emergency or planned cholecystectomy? Was this a typical case? Did the patient have any pre-existing conditions? Patient's anatomy present with any challenges for the case? What is the patient's current status? Is the patient expected to have a full recovery? Patient's sex, age, and weight? How long has this surgeon been using this device? What is the surgeon's background? Are there any x-rays, videos, or pictures available for ethicon review? The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.